Manufacturer narrative:
This occurred on an unreported date in (B)(6) 2017. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusor units were damaged (crumpled). There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured (B)(4). Two (2) units were received for evaluation. Visual inspection on both units revealed that the housing was malformed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.